Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. The pump had not been exposed to extreme temperatures and it felt cool to the touch. The customer's blood glucose level was 172 mg/dl. The customer was to use insulin injections for insulin therapy.